Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent micro endoscopic discectomy. Intra-op, flexible arm was not stable even though it was locked. No patient complications were reported.